Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -12.60% was not validated or duplicated. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Device overall condition good. Device passed delivery and functional testing.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -12.60. No patient involvement reported.